Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection were known inherent risk of device. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that this right ventricular (rv) lead exhibited infection with bacterium streptococcus mitis. A revision was performed and the right ventricular (rv) lead was explanted. The patient was treated with intravenous antibiotics. There were no adverse patient effects reported.